Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End-user's son called in about joystick recall and advised end-user was driving chair in house and pushed joystick and accelerated and caused end-user to run into the wall and hurt toes, end-user son thinks caregiver took her down to medical center.